Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with elevated capture thresholds, that suggested a micro lead dislodgement, and r-wave amplitude variation that suggested a micro lead dislodgement. The lead was replaced and the patient was stable afterwards.